Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06jun2019 to the present date 12jan2021 and confirmed that this device was previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Event description:
It was reported that the device would not turn on or off. No patient involvement.